Manufacturer narrative:
(B)(4): manufacturing location: (B)(4). Manufacturing date: january 31, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a transforaminal lumbar interbody fusion (tlif) of the l4 l5 spine when the surgeon inserted a trial spacer it got stuck in the t-pal spacer applicator handle and broke. Another trial spacer was readily available no delay in surgery, no additional medical intervention was required and the surgery was completed successfully. The patient's post-operative status was reported as stable. The returned devices were examined upon receipt where it was discovered that the trial spacer (03.815.311) was intact, but unable to be disassembled from the applicator handle (03.812.001). The returned knob (03.812.004) was examined and found to be without identifiable defect and would not contribute to the observed failure mode. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: the returned devices were examined and the complaint condition was able to be confirmed. The handle/knob/trial assembly was found to function as intended; however, the trial spacer was unable to be removed from the applicator handle. No definitive root cause was able to be determined; however, the failure mode is consistent with deformation as a result of excessive hammering and/or improper technique. A knob (part 03.812.004 / lot 8761947) was also returned; it was found to function as intended. As no specific allegations were made against this device, and since no defects or deficiencies were identified, no further investigation is needed (for the knob). The returned t-pal applicator handle (part 03.812.001), trial spacer (part 03.812.311), and applicator knob (part 03.812.004) are utilized in the transforaminal posterior atraumatic lumbar (tpal) system. The trial spacer is installed into the applicator handle until the release button clicks into place. The knob can be rotated clockwise until tightened; the trial will not pivot in this position. The trial can then be advanced into the intervertebral disc space with light hammering. Once in position, the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the trial to pivot. The trial can be advanced into the final position with light controlled hammering. Once removed, the trial can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops. The release button on the knob can be pressed allowing the trial to be removed from the handle. The applicator handle can be utilized, in conjunction with an applicator inner shaft for implant insertion following the same procedure. The relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): handle, inner shaft, and knob. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned handle¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. No device history review could be completed for the trial spacer as the lot¿s etch is not visible. No definitive root cause was able to be determined; however, the failure mode is consistent with deformation as a result of excessive hammering and/or improper technique. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.